Event description:
It was reported that during an attempted implant, the physician tried several different positions, however the ventricular lead threshold was noted to be higher than 5 volts. In addition, adams-stokes syndrome occurred during the operation due to the patient's poor condition. The physician elected to remove the ventricular lead and replaced with a new lead to complete the procedure. No further patient complications have been reported as a result of this event.